Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified hip surgery, it was discovered that the locking mechanism on the collar of the surgical impactor was not working and the attachment devices were coming out while in use. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device history record review: a device history review was performed, and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed which found that the anvil and lock collar were not functional; broken and loose. During investigation, it was determined that the unit was most likely used other than designed. Upon review of demo use from the field representative, a rigid test fixture for the device training was used. It was determined that the device had been proven to damage the anvils and lock collars. It was determined that the issues were consistent with misuse of the device. It was further determined that the damaged anvil was related to a design issue. The assignable root causes were determined to be due to user misuse and design issue. The issue related to the design has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.